Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; pfc*sigma tc3 fem rt sz4 knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Surgeon reported to bfarm: knee-tep right side on (B)(6) 2010 after stem fracture and femoral loosening. Repeated femoral stem fracture known since 2 years. Pain and increasing limitation of mobility, wheelchair, rest pain. Mobilisation no longer possible. Revision to a hinged knee-tep on (B)(6) 2018.

Manufacturer narrative:
Product complaint #: (B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary : depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.